Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit passed error test, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. No unexpected alarms noted. Unit received with minor scratches on lcd window. Unit received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer was treated with peanut butter. The customer stated that the device had a button error. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 280 mg/dl. The customer was treated with manual injection. The customer stated that the pump alarm unexpected start. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.